Event description:
Procedure was for treatment of 3 brain aneurysms. Upon balloon inflation, vessel ruptured, causing severe hemorrhaging and subsequent death. Post-op autopsy revealed pt's vessls were dysplastic. Dr felt balloon performed normally and as anticipated. The vessel diameter may have been less than the diameter of the inflated balloon. A key factor in the event was the pre-existing vessel condition.